Event description:
Pregnant nurse pricked herself with needle while administering insulin to an (B)(6) patient [injury associated with device]. Drug exposure during pregnancy [exposure during pregnancy]. Case description: this serious spontaneous case from the united states was reported by a nurse as "pregnant nurse pricked herself with needle while administering insulin to an (B)(6) patient" beginning on (B)(6) 2018, "drug exposure during pregnancy" with an unspecified onset date, and concerned a female patient (age: not reported) who was treated with novofine 8 mm (30g) autocover (needle) from an unknown start as an "accidental exposure to product". Patient's height, weight and body mass index (bmi) were not reported. Medical history was not provided. On an unknown date, the patient was confirmed pregnant. The first day of last menstrual period, gestational age at the time of drug exposure, expected delivery date and the number of foetus were not reported. On (B)(6) 2018 the nurse, who was (B)(6) pregnant, was administering levemir to a (B)(6) patient with the novofine autocover needle and the nurse pricked herself with the back end of the needle. Action taken to novofine 8 mm (30g) autocover was reported as not applicable. The outcome for the event "pregnant nurse pricked herself with needle while administering insulin to an (B)(6) patient" was not reported. The outcome for the event "drug exposure during pregnancy" was not reported.

Event description:
Case description: investigation results: novofine autocover 30g 100 needles batch: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation results updated. Narrative updated accordingly. Manufacturer's comment updated. Manufacturer's comment: 29-jun-2018: as the device novofine 8mm (30g) autocover needle has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). Evaluation summary: novofine autocover 30g 100 needles batch: unknown. No investigation was possible, because neither sample nor batch number was available.